Event description:
It was reported that a merlin.net transmission revealed episodes of non-sustained rv oversensing. It was suspected that atrial undersensing resulted in competitive atrial pacing. Programming changes were recommended, however it was decided to monitor the patient for any further episodes.